Manufacturer narrative:
(B)(4).the devices involved in the incident were unknown; as the date of onset of this peritonitis episode is unknown, and patient discards supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. (B)(4).

Event description:
This is a spontaneous report by a baxter employed nurse from (B)(4) of fever and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6)2010, the patient was diagnosed with peritonitis manifested by abdominal pain, cloudy effluent and fever. The patient was hospitalized on the same day for the peritonitis. The cause of the peritonitis was non-compliance. Antibiotic therapy was started but no further information was available. Pd therapy was ongoing. The peritonitis was ongoing and unchanged. The outcome for the event of fever was not reported. An opinion of causality was not reported for the events of fever and peritonitis.